Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105 which reproduced during evaluation and confirmed during a review of the device event history log. During evaluation, a failed motor was determined to be the cause with further investigation finding that the motor bearing was worn and a black material was built up around the bearing. Also, wear on the encoder board was found due to the magnet wheel which severed the motor supply trace. The failed motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.